Event description:
Additional information was received. The section of the pipeline that did not open was the tip end. The pipeline had not been placed in a vessel bend when it failed to open; it was at the m1 horizontal segment. Additional steps and other attempts to open the pipeline included push pull and repeated retrieval. The cause of the failure to open was not determined.

Manufacturer narrative:
Update: b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a pipeline that failed to open. It was reported that the pipeline and all accessory devices were prepared as indicated in the instructions for use (IFU). The catheter system was delivered to the treatment location. After the pipeline was fully hydrated, it was delivered to the m1 horizontal vessel segment and deployment was initiated. During deployment of the pipeline stent, the tip could not be opened. Despite multiple attempt to push/pull, retrieve and redeploy, the tip still could not be opened properly. The stent was removed and it was observed that the tip end of the pipeline stent had become conical in shape. Therefore, the pipeline was replaced to complete the procedure successfully. Th patient experienced no complication associated with this event. Ancillary devices: navien catheter (lot: b76348), synchro-14 guidewire, marksman microcatheter (lot: 2291459625).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.